Event description:
This 67 yr. Old male was admitted for bypass. In doing the procedure, a retractor is used to harvest the mammary gland. After the procedure, an x-ray was performed and an object visualized. Surgery was performed again to obtain the object and it was the nut on the end of the retractor.